Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-18300 should not have been reported as a medical device report (MDR) after additional information received confirmed the following: the reported event of inoperable ipg was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.